Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a cracked screen while the user was on vacation and using backup therapy, with no known cause provided. Symptoms included no injuries, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no clinical impact and no hospitalization. Investigation included collection of user report and images, review of device function remotely, and coordination for device return. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, with no evidence of device malfunction, performance issue, or software error. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage of undetermined mechanism.